Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. The subject device was sterilized and in-service. The mfg history was reviewed, with no irregularities related to this problem noted. If additional info or if a device is received at a later time, this report will be supplemented. Please cross reference the associated complaint files: MFR reports#: 8010047-2015-00718, 8010047-2015-00719, 8010047-2015-00720, 8010047-2015-00721, 8010047-2015-00722, 8010047-2015-00723, 8010047-2015-00725.

Event description:
Olympus medical systems corp. (Omsc) was informed that eight pts were tested positive for their cultured bal (broncho-alveolar lavage) sample after having undergone bronchoscopy. Acremonium was detected from the eight pts. All pts were not hospitalized and there was no pt harm reported. The facility performs bronchoscopy every thursday, for two outpatients a day. Two bronchoscopes including the subject device were used for the eight pts. But it was unk which device was used to each pt. The facility informed that the subject device was used less frequently than the other device (B)(4).